Event description:
It was reported that a month after implant the patient had symptoms return. The patient experienced pain after returning from (B)(6). It was stated that numerous people had tried to change settings and she was told that there was a loose connection. An impedance check found some impedances of over 4,000 ohms. An x-ray was taken, and it did not show a lead fracture. The manufacturer's representative reprogrammed the device without electrode #3, the open electrode. The patient felt it in the correct place and it was comfortable with the settings. No patient harm was reported.

Manufacturer narrative:
(B)(4).